Event description:
It was reported that an asymptomatic patient presented in the operating room for changeout due to normal eri. X-ray was done and revealed externalized conductors. No electrical anomalies were detected. Lead remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.